Event description:
It was reported that the right atrial lead had decreased impedance, was undersensing, and had noise. The device was reported to have inappropriate mode switching because of the noise. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the inner insulation had breached metal induced oxidation (mio). It was also noted that all conductors had blood/body fluid (not obstructed), the inner and outer insulation had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix mechanism, and the helix had disengaged from the helical channel. The analyst noted that the helix was likely over retracted during explant.